Event description:
Hcp reported the patient and others were hearing intermittent alarming of the device over a period of 3 days. The patient had complaints of increased spasticity, discomfort, and itching. Patient's intrathecal baclofen dose was increased, which would typically in the past have had a therapeutic response. Patient was given additional oral klonopin. A catheter dye study was done that demonstrated the integrity of the catheter. The patient was taken to surgery for a pump replacement. Patient was reported to be doing fine after surgery with an improvement in spasticity, an elimination of the itching, and a resolution of pain. Patient is back down to baseline klonopin dose and patient has not required any additional oral baclofen.